Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient with an external neurostimulator (ens). It was reported that one of patient's leads were coming out. It was noted that they had the device removed. No further complications were reported.